Event description:
It was reported to boston scientific corporation that a sensation short throw was used during a colonoscopy procedure performed on (B)(6) 2020. During the procedure, the sensation short throw did not transmit the electricity for cautery. It was reported that they assumed it was the active cord first, and changed it out, then changed the gray cautery cord and then check all the connections including the connection from the black active cord to the snare (it fit tight) and the power and foot pedal connections. When trying to take the snare off the polyp to just test cautery with the tip of the snare it was reported that snare was embedded in the polyp because the physician had been trying to cut it already when he realized there was no heat. The physician kept trying to move the snare around to get it off the large polyp, but it stayed embedded in the tissue. The snare was then cut outside the scope, and the scope was pulled out of the patient while feeding the snare forward to stay in the patient. The scope was reinserted and the physician used a polyloop cutter tool to pull off the snare from the polyp. It was reported that the snare partially cut through. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a150208 captures the reportable event of loop entrapment. Problem code a050702 captures the reportable event of loop failure to cut. Block h10: the returned sensation short throw was analyzed, and a visual evaluation noted that the device was returned with the working length and wire cut off. The wire was found exiting the working length and both components (wire and working length) were noted kinked. No other issues with the device were noted. The reported issues of device failure to deliver energy, loop failure to cut, and loop entrapment of device or device component could not be confirmed since the devices cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Also, the device was returned with the sheath and wire cut off making it impossible to perform any test. It was reported that the snare was embedded in the polyp and intervention was required. Upon device analysis it was noted that the working length and wire were cut off which match with the reported complaint that states that the device was cut. Also, the wire and working length were noted kinked. The user may have applied excessive force trying to remove the device from the polyp resulting in the device damaged. The product record review confirmed that this is not a new failure type and the risk is anticipated. There is no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Based on the information available and the analysis of the returned device, this investigation is assigned the most probable conclusion code of adverse event related to procedure. This is defined as a complaint were an adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the sensation short throw did not transmit the electricity for cautery. It was reported that they assumed it was the active cord first, and changed it out, then changed the gray cautery cord and then check all the connections including the connection from the black active cord to the snare (it fit tight) and the power and foot pedal connections. When trying to take the snare off the polyp to just test cautery with the tip of the snare it was reported that snare was embedded in the polyp because the physician had been trying to cut it already when he realized there was no heat. The physician kept trying to move the snare around to get it off the large polyp, but it stayed embedded in the tissue. The snare was then cut outside the scope, and the scope was pulled out of the patient while feeding the snare forward to stay in the patient. The scope was reinserted and the physician used a polyloop cutter tool to pull off the snare from the polyp. It was reported that snare partially cut through. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.